Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial complaint reported. There were no reports of serious injury, permanent impairment, or medical intervention associated with the event. Upon evaluation, the device was visually inspected. Evidence of foam degradation and particulate matter was identified within the blower assembly/blower kit. Additional dust contamination was also observed. No device error codes were identified during evaluation. Following inspection, the device was determined to be unsuitable for further use and was scrapped by the service center. The event is considered reportable under 21 cfr part 803 due to observed device degradation and particulate contamination, which may be associated with a device malfunction and potential risk of serious injury.